Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that a bd angiocath¿ IV catheter had multiple defects, including a slanted cannula and black spots on the tip before use. There was no report of exposure, injury or medical interventions.

Event description:
It was reported that a bd angiocath¿ IV catheter had multiple defects, including a slanted cannula and black spots on the tip before use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Bd was unable to verify the claim of blowing veins. This type of defect cannot be confirmed as a failure of the product manufacturing process, but is related to the user's technique of the product. Bd was unable to verify the claim of incorrect bevel orientation. In addition to not having any evidence in the records of this defect in the batch history, nonconformities and corrective maintenance analyzes, the analysis of the sample returned from the customer did not show any evidenced this characteristic in the product. Bd was able to verify the claim of foreign matter. Although there were no records of foreign matter in the batch history, nonconformities and corrective maintenance analyzes, the sample returned indicated some black spots on the catheter, but it was not possible to find the origin of this type of foreign matter so far. The root cause of the foreign matter cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd angiocath¿ IV catheter had multiple defects, including a slanted cannula and black spots on the tip before use. There was no report of exposure, injury or medical interventions.